Event description:
It was reported that, "during the tka, when the nurse was peeling the outer tyvek sheet, she noticed that the outer tyvek sheet stuck together with the inner tyvek sheet. The inner was delaminated as well."

Manufacturer narrative:
This event was reported from japan. The event involves a series 7000 reduced keel tibia that is not cleared for commerical distribution in the us; however, the reported event is related to a tyvek delamination, which may occur with any other series 7000 tibial tray that is distributed in us. When completed, the evaluation summary will be submitted in a supplemental report.